Event description:
Transseptal needle would not pass through the dilator. When the operator tried to pass the transeptal needle through the sheath, they could not get the needles to pass. The sheath was removed, and a new sheath was fine to pass. The vendor was contacted and the rep will investigate.